Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was sent to the emergency room (ER) due to infection at the ipg site which was not device related and the cause was unknown. Symptoms were pain, redness, dehiscence, fever, and chills. The patient was given intravenous antibiotics. The patient's wbc count was normal and was doing well.